Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support provided education to the customer to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging.